Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 395 mg/dl. The customer experienced nausea and vomiting prior to the event. Troubleshooting was performed, and the insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.